Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of guidezilla guide extension cathete. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a partial separation in the shaft/collar area. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 07jun2019. It was reported that the device was unable to reach anatomy. A 90% stenosed, 24mmx2.5mm was located in a severely tortuos and moderately calcified left circumflex artery. A 5-in-6 guidezilla was selected for use. During the procedure, it was noted that device was unable to reach the position in lcx. The procedure was completed with another of the same device. There were no patient complications reported. Patient is stable. However, device analysis revealed that there was a partial separation in the shaft/collar area.